Manufacturer narrative:
Examination of the returned instrument could not confirm the complaint. The calcar planner and trial neck was not returned. A functional check with a mating calcar planner found the two instruments to function as intended. The taper of the broach exhibit deep circular scratching which could prevent a smooth connection with the mating instruments. A two-year search of the complaint database did not identify a trend for this issue. The date code a0211 indicates the instrument was manufactured in (B)(6) 2011. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Upon inspection the corail broach appears to be bent and caused the surgeon to have difficulty calcar planning and inserting and removing the trial neck. A surgical delay of one minute was reported.